Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter kink is inconclusive due to poor sample condition. One 5 fr dl powerpicc catheter was returned for evaluation. The catheter extended up to the 39 cm depth marker. Blood residue was present within the catheter. No apparent evidence of a kink was visible; however, a curve in the catheter was present near the 14 cm depth marker. The catheter was cut near the curved region in order to measure the wallthickness and was found to be within manufacturing specification. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. Based on the information provided, possible contributing factors include securement method and placement location. Since the returned sample did not appear to retain the kink experienced in the reported event, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported that the catheter was kinked after insertion, no regauge occurred through the catheter. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1129 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was kinked after insertion, no regauge occurred through the catheter. No other information was provided.